Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 failed to open. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 failed to open. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed to open. A field service engineer found drawer 2.1 was initially reported for issues; however, after thorough testing by inventory and within the hardware test application, no faults were identified. Separately, mini drawer 1.2 (3-wide) displayed a "failed storage space" error. Diagnostic testing confirmed the need for a replacement 1x3 mini engine. The engine was successfully replaced, and the drawer is now functioning properly. The system functioned as intended after the field service engineer repaired the device.